Event description:
It was reported that during a stenting treatment procedure a stent damage occurred. A 24mm x 3.00mm ion stent was used to treat the target lesion. Upon insertion, the stent was damaged. The procedure was completed with a different device. No complications were reported and the patient's status was ok.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).